Event description:
There is currently a heated debate in the orthopedic community on whether it is best to use soft tissue sleeves that ebi and other fixator mfrs promote or use 2" to 3" incisions and retractors to be 100% certain the nerves are out of the way of the bone drill. I am living proof that soft tissue sleeves do not work. The FDA needs to step in and ban the use of sleeves.